Manufacturer narrative:
Due to character limit in e1 full event address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) went on standby mode unexpectedly. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h6 (type of investigation, investigation findings, component code), h11. A getinge field service engineer (fse) evaluated the unit and could not replicate the error. The fse states that the buzzer sound is due to incorrect recognition of the power management board voltage. The fse replaced the power management board for precautionary reasons. All functional and safety tests performed according to factory specifications. The failure analysis and testing dept. Received part number: 0670-00-1162 pcb, power management, rohs serial number: (B)(6)_edm with a reported unit failure of alarm sound standby. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed 0670-00-1162 pcb, power management, rohs serial number: (B)(6)_edm into the cardiosave test fixture serial number: (B)(6) and tested the board to factory specifications per procedure number: 0002-07-d016 revision f and the cardiosave service manual part number: 0070-00-0639 revision r. The fat dept. Could not confirm the complaint of alarm sound standby. The board passed testing. Retaining the board in the fat dept. Per procedure number: 0002-07-d008 rev. Au. The most probable root cause for the reported issue component reliability.

Event description:
N/a

Manufacturer narrative:
Updated field-b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and could not replicate the error. The fse states that the buzzer sound is due to incorrect recognition of the power management board voltage. The fse replaced the power management board (0670-00-1162) for precautionary reasons. All functional and safety tests performed according to factory specifications.